Event description:
In 2002, right arthroscopic slap repair & acromioplasty pain pump placed: one into subacromial and one into glenohumeral spaces. 250 cc of 0.5% sensorcaine w/ epinephrine 1:200,000 in pain pump - two pain pumps inserted for 500 cc total. At the time of this surgery, the anteroinferior and inferior labrum, the articular surfaces and the other ligamentous structures of the joint were in good condition. On the next day, one of my pain pumps stopped working, the surgeon pulled the catheter out. On approx ten months later, degenerative arthritis right shoulder; right tenodesis biceps, arthroscopy. There were diffuse degenerative changes of the glenohumeral joint. The humeral head was characterized by grade 3 changes, kind of global. Likewise, the opposing glenoid was degenerated in more of a patchy fashion with a grade 3 degenerative changes. The humeral head was characterized by degenerative changes of a diffuse fashion. On 2004, pre & post op diagnosis: right shoulder degenerative arthritis. Operation: right total shoulder arthroplasty. Dose or amount: 500 cc, frequency: unk, route: 014, dose of amount: 330 cc, frequency: unk, route: 014. Dates of use: 2002. Diagnosis or reason for use: slap lesion, diagnosis or reason for use: shoulder impingement. In 2002, stryker pain pump placed in right shoulder joint and subacromial space.